Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was a vitrectomy infusion problem and the eye collapsed during a procedure. There was no error message. The procedure was not completed using the same system. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not mention replicating anything that would have contributed to the reported issue. There were no parts replaced. The system was tested and found to meet product specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Based on assessment, the product met specifications at the time of release. The system met specifications. However, the root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).